Event description:
Outbound. Pt and wife stated pt was having low blood pressure issues. Found that his allergy medication and mucinex that he was taking could lower blood pressure; pt has stopped using them, earlier this morning pump alarmed no disposable clamp tubing; so changed cassette and pump. No lot numbers provided. Not sure if issue was cassette or pump as cassette was not tried on the other pump. No further details provided.